Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up noise and oversensing episodes were recorded in the ventricular tachycardia and ventricular fibrillation zone. It was noted that last month the right ventricular (rv) pace impedance measurements were low and out of range but then came back up and were within normal range. Some inappropriate anti tachycardia therapy was noted and noise could not be recreated. The device was reprogrammed and a follow up was booked for the patient. The patient will be monitored on the home monitoring system. No adverse patient effects were reported. A review by boston scientific technical services discussed possible root cause of the reported case. Ts discussed a complete system review. Noted that the rv pace impedance measurements were stable since (B)(6) 2016 but were low and out of range (B)(6) 2016. Noise was also seen related to cardiac activity and most likely compatible with mechanical noise present only on the rate/sense channel while shock vector is clean in all stored episodes.

Event description:
Additional information noted that the device was deactivated to only monitor as the patient no longer had an implantable cardioverter defibrillator (ICD) indication.